Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01421. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat mesh erosion and mesh was implanted. It was reported that the patient had a concurrent procedure, during mesh implantation, of a mesh removal to remove the first implant and implant the second sling due to stress urinary incontinence and mesh erosion. It was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, recurrence, bleeding, dyspareunia, and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.